Manufacturer narrative:
Patient information was requested but was unobtainable from the site. The rep visited the hospital the same day and discovered a bad fuse on the din rail board. The fuses were replaced and system passed system checkout as fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that there was an issue where the mobile view station (mvs) of the imaging system would not turn on. The issue occurred during a olif spine procedure. The procedure was completed using a c-arm and the percutaneous pedicle screw implants were done with the imaging system. There was no reported delay and no impact to the outcome of the patient.

Manufacturer narrative:
Investigation of returned suspect fuses confirmed the reported problem. Two fuses returned for analysis. Continuity testing confirms one fuse is open. The other fuse passed continuity testing; it is good. One open fuse. The reported issue was confirmed to be caused by an electrical failure of the blown fuse.